Event description:
It was reported that the patient presented to the clinic for a follow up. Interrogation of the pulse generator noted that the right atrial (ra) lead was oversensing r wave resulted in inappropriate mode switch episodes. Programming changes were made. The patient was in stable condition.